Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. The patient was brought into clinic for follow-up and all measurements taken in clinic were within range. Boston scientific technical services (ts) discussed this lead runs a higher impedance and remote monitoring will send another alert if another high out of range impedance measurement is detected. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.